Manufacturer narrative:
(B)(4). The ge service rep replaced the image processor pcb with a sbc upgrade. The system operates as intended.

Event description:
The customer reported that the system rebooted in the middle of a case.